Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have a surgery on monday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I did have an ablation at the time that the essure was placed" and device use issue "lost one of my fallopian tube,but still somehow have two coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have vitamin d decreased ("low vitamin d") and experienced autoimmune disorder ("autoimmune diseases"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, vitamin d decreased and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, medical device removal and vitamin d decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have a surgery on monday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I did have an ablation at the time that the essure was placed" and device use issue "lost one of my fallopian tube, but still somehow have two coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune disorder ("autoimmune diseases"), vestibular disorder ("vestibular disorder"), eye movement disorder ("eyes jiggling"), sinusitis ("sinuses bothering"), rash macular ("weired red dots all over their belly"), tinnitus ("ringing in ears"), thyroid disorder ("thyroids condition"), pain in hip ("hip pain"), fungal infection ("yeast infection"), acne ("acne"), furuncle ("boils"), fatigue ("chronic fatigue"), malaise ("feeling unwell"), food allergy ("food allergies"), joint pain ("joint pain"), pain ("chronic pain"), fibromyalgia ("fibromyalgia"), urinary tract infection ("uti") and vertigo ("vertigo") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, vitamin d decreased, vestibular disorder, eye movement disorder, sinusitis, rash macular and tinnitus outcome was unknown. The reporter considered acne, autoimmune disorder, eye movement disorder, fatigue, fibromyalgia, food allergy, fungal infection, furuncle, malaise, medical device removal, pain, pain in hip, rash macular, sinusitis, thyroid disorder, tinnitus, urinary tract infection, vertigo, vestibular disorder, vitamin d decreased and joint pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- weired red dots all over their belly, ringing in ears. Reporter information added on (B)(6)2020: new events thyroid condition, hip pain, yeast infections, acne, boils, chronic pain, chronic fatigue, fibromyalgia, vertigo and uti were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have a surgery on monday') in a female patient who had essure inserted. Other product or product use issues identified: device use issue "lost one of my fallopian tube,but still somehow have two coils", medical device monitoring error "I did have an ablation at the time that the essure was placed" and medical device monitoring error "I did have an ablation at the time that the essure was placed". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have a surgery on monday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I did have an ablation at the time that the essure was placed" and device use issue "lost one of my fallopian tube, but still somehow have two coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune disorder ("autoimmune diseases"), vestibular disorder ("vestibular disorder"), eye movement disorder ("eyes jiggling"), sinusitis ("sinuses bothering"), rash macular ("weired red dots all over their belly"), tinnitus ("ringing in ears"), thyroid disorder ("thyroids condition"), pain in hip ("hip pain"), fungal infection ("yeast infection"), acne ("acne"), furuncle ("boils"), fatigue ("chronic fatigue"), malaise ("feeling unwell"), food allergy ("food allergies"), joint pain ("joint pain, hip pain"), pain ("chronic pain"), fibromyalgia ("fibromyalgia"), urinary tract infection ("uti"), vertigo ("vertigo") and insomnia ("I dont sleep well") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, vitamin d decreased, vestibular disorder, eye movement disorder, sinusitis, rash macular, tinnitus and insomnia outcome was unknown. The reporter considered acne, autoimmune disorder, eye movement disorder, fatigue, fibromyalgia, food allergy, fungal infection, furuncle, insomnia, malaise, medical device removal, pain, pain in hip, rash macular, sinusitis, thyroid disorder, tinnitus, urinary tract infection, vertigo, vestibular disorder, vitamin d decreased and joint pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event "insomnia" added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have a surgery on monday') in a female patient who had essure inserted. Other product or product use issues identified: device use issue "lost one of my fallopian tube,but still somehow have two coils", medical device monitoring error "I did have an ablation at the time that the essure was placed" and medical device monitoring error "I did have an ablation at the time that the essure was placed". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, device use issue, medical device monitoring error. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf code. Quality safety evaluation done. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have a surgery on monday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I did have an ablation at the time that the essure was placed" and device use issue "lost one of my fallopian tube,but still somehow have two coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have vitamin d decreased ("low vitamin d") and experienced autoimmune disorder ("autoimmune diseases"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, vitamin d decreased and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, medical device removal and vitamin d decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: events: low vitamin d, autoimmune disorder were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have a surgery on monday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I did have an ablation at the time that the essure was placed" and device use issue "lost one of my fallopian tube, but still somehow have two coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune disorder ("autoimmune diseases"), vestibular disorder ("vestibular disorder"), eye movement disorder ("eyes jiggling") and sinusitis ("sinuses bothering") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, vitamin d decreased, vestibular disorder, eye movement disorder and sinusitis outcome was unknown. The reporter considered autoimmune disorder, eye movement disorder, medical device removal, sinusitis, vestibular disorder and vitamin d decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: content from social media received. Events eyes jiggling and vestibular disorder were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('emergency surgery, lost one of my fallopian tube') in a female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "I did have an ablation at the time that the essure was placed" and device use issue "lost one of my fallopian tube,but still somehow have two coils". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy(unilateral)). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, device use issue, medical device monitoring error. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.